Manufacturer narrative:
(B)(4). Concomitant medical products: us157850, m2a-magnum pf cup 50odx44id, 151150, 139252, m2a-magnum 42-50mm tpr insrt-6, 466700, 11-104110, mlry-hd por fmrl 10x155mm, 079710. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02921, 0001825034 - 2018 - 02923. Product location unknown.

Event description:
It was reported that the patient's right hip was revised approximately eight years post-implantation due to pain, discomfort, elevated metal ions, and adverse local tissue reaction. Clinical appearance was consistent with an adverse local tissue reaction with metallosis and metal staining of the soft tissues. Cloudy synovial fluid was obtained. Mild to moderate corrosion at tapered junction was seen. Cup, liner, head and taper were revised. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection of the head identified scratched and worn and remains assembled with the taper adaptor. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes which indicates that patient underwent revision due to failed right hip arthoplasty and adverse local tissue reaction. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.